Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the reported diagnosis is inconsistent with the reported treatment administered. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6), 2014, at 5:35 a.m., she received a reading of 146 mg/dl on her adc blood glucose meter. Customer further reported that while at a doctor's clinic she experienced shakiness and fell, and suffered a seizure and a loss of consciousness. Customer denied self-treating, but reported receiving an hcp meter reading of 70 mg/dl and a hospital meter reading of 45 mg/dl, both obtained at unspecified times. Customer was reportedly diagnosed with "hyperglycemia" and treated with an "IV with sugar" (glucose). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1376632) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.